Event description:
Angioguard xp's delivery and stent placement (precise) were successful. Pre-dilatation (4.5mm, 6atm) and post-dilatation (4.5mm, 10atm) were performed with balloon catheter (brand unk). The patient's blood pressure dropped during the procedure. Vasopressor drug was administered to the patient and his blood pressure returned to normal 4 days after the procedure. According to the physician, this more likely occurred due to carotid sinus reflex. There was no neurological symptom on the patient. The target lesion was right internal to common carotid artery. The patient was a male. There was mild calcification and no vessel tortuosity, the rate of stenosis was 80%.

Manufacturer narrative:
This is one of two products involved with the reported event. The associated manufacturer report number is 1016417-2009-00111. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Hypotension is a well known potential adverse event associated with the carotid stent implantation procedure. This symptom can be attributed to the baro-receptor trauma that is intrinsic to the carotid artery manipulation during stent implantation. These reactions are anticipated short-term adverse events associated with the compression of the pressure sensitive receptors, located within the carotid artery structure, during balloon inflation, stent implantation and filter device manipulation. Review of the available information suggests that this event was an inherent risk associated with this type of procedure.